Manufacturer narrative:
Visual inspection: during the investigation, bloody deposits in the control reservoir an on the ventricular catheter were determined. Permeability test: a permeability test has shown that the progav 2.0 shunt system have a blackage.e. Computer controlled test: not applicable due to missing release. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. Internal inspection: not applicable due to missing release. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Nevertheless, we have examined the product. According to the investigation results, a blockage of the progav 2.0 shunt system was detected. The dried bloody deposits in the reservoir can be named as the cause of occlusion. We can also see that the ventricular catheter has external deposits. The deposits had no effect upon the specifications at the time of the examination. The ventricular catheter operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. The examination of the return has been completed with the drafting of this report. .

Event description:
It was reported that a progav 2.0 shunt system (#fx434-t) showed a blockage during implantation. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.